Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow up. Upon examination, it was noted that the patient developed decrease in cardiac ejection fraction despite having bi-ventricular pacing from their pulse generator. It was also observed that the cardiac rhythm had wide qrs complex indicative of ineffective cardiac resynchronization therapy (crt). The physician noted that the patient was no longer responding to therapy from left ventricular lead that was positioned in the coronary sinus (cs) artery. On (B)(6) 2022, the left ventricular lead was capped and replaced with a new lead positioned at the left bundle branch. The patient tolerated the procedure well and made a complete recovery post procedure.

Event description:
New information received stated that there was no malfunction with the left ventricular lead. The patient required more effective pacing from both ventricles.